Event description:
It was reported that pacing inhibition due to myopotential oversensing was observed on the implantable cardioverter defibrillator. Programming modifications were performed. The patient¿s condition was stable and would be monitored with routine follow-up.